Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesj was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain, infection, urinary/bowel problems, organ perforation, and recurrence. The patient underwent mesh revision/removal on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events - (B)(4). Gynecare prolift +m anterior pelvic floor repair system - (B)(4). Gynecare prolift +m pelvic floor repair system - (B)(4). Gynecare prolift +m posterior pelvic floor repair system - (B)(4). Gynecare prolift +m total pelvic floor repair system - (B)(4). Gynecare prolift anterior pelvic floor repair system - (B)(4). Gynecare prolift pelvic floor repair system - (B)(4). Gynecare prolift posterior pelvic floor repair system - (B)(4). Gynecare prolift total pelvic floor repair system - (B)(4). Gynecare prosima pelvic floor repair system - (B)(4).